Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that witness requirement was enabled on settings. A technical support specialist (tss) checked the server and confirmed that the witness requirement for remove action was enabled in station configuration which caused all transactions to require a witness. The customer was advised to verify the settings and adjust them if needed. After confirmation, the customer reported that the issue was resolved. The system functioned as intended after the technical support specialist guided the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, machine required witness for every transaction. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.